Event description:
It was reported the pt complained of pain and swelling at his ipg site. The pt allegedly went to the hospital and was given antibiotics. Follow-up identified the pt did not have an infection and he was treated with medrol dosepak for the site inflammation. It was reported the inflammation resolved but then returned and the pt was given another medrol dosepak. The inflammation allegedly resolved again but now the pt states the site is becoming sore again. It was reported the pt inquired about having the device removed. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.